Event description:
Pt with meningococcemin and shock, requiring inotropy. Renal dose of dopamine and epinephrine given. Pt's blood pressure swinging from map of 30 to map of 170 mm hg. Rates of the drips changed to maintain map in the 75-85 range. Finally noticed that the swinging of the map were due to the cycling of the ivac pump. Ivac pump had dopamine drip with the epinephrine drip y'd into it running on a medfusion 2001 syringe pump. The dopamine was changed to a medfusion syringe pump and the problem went away. The cycling of the ivac pump caused the bolusing of the epinephrine drip even though it was running on the syringe pump.